Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that it will not flow once IV fluids are punctured could not be verified due to the product not being returned for failure investigation. A device history record review for model 10053857 lot number 22049399 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd alaris smartsite gravity sets were clogged. The following information was provided by the initial reporter: staff had to go through a few IV gravity sets before they found one that worked. The tubing that connects will not flow once IV fluids are punctured and the dip chamber will not fill.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd alaris smartsite gravity sets were clogged. The following information was provided by the initial reporter: staff had to go through a few IV gravity sets before they found one that worked. The tubing that connects will not flow once IV fluids are punctured and the dip chamber will not fill.